Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged resume pump alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump reset unexpectedly multiple times. Additionally, it was reported that the pump declared a resume pump alarm. Customer's blood glucose level ranged from 98 mg/dl to 117 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.